Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation found that the blade was dislodged and exposed between the instrument's grips, resulting in the instrument not passing a self-test. Both blade tracts exhibited slight biodebris. The blade cable and blade were undamaged and not bent. The blade was reseated and the instrument was placed on our in-house system and passed the self-test. Failure analysis investigation also found that the snake wrist was dislodged. The instrument was able to be placed on the system and pass self-test; however, the instrument did not engage through the cannula due to the dislodged condition of the snake wrist. The vessel sealer instrument was difficult to remove from the cannula. No pieces or material was missing. The customer reported complaint does not itself constitute a MDR reportable event; however, the damage to the instrument's snake wrist found during failure analysis investigation could likely cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci partial nephrectomy procedure, an unrecoverable fault blade malfunction error message was received. The blade of the endowrist one vessel sealer instrument got stuck and would not retract. No missing or fallen pieces were reported. The planned surgical procedure was completed and no patient harm, adverse outcome, or injury was reported.